Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 374 mg/dl. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen cracked issue could not be verified. However, the alleged touch screen unreadable issue was verified.